Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was mixing pump failure. The biomed had the arctic sun device that was not cooling, chiller temperature (t4) was at 9 degrees when checked, the issue was a bad mixing pump. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling, chiller temperature (t4) was at 9 degrees when checked, the issue was a bad mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling, chiller temperature (t4) was at 9 degrees when checked, the issue was a bad mixing pump.